Manufacturer narrative:
(B)(4).

Event description:
It was reported that a period of no data occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over 1 hour. The probable cause is potential patient misuse in relation to battery depletion. The reported issue of a period of no data is reportable based on the finding of a loss of connection for over 1 hour. No injury or medical intervention was reported.